Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with a 630cc mentor smooth round high profile saline breast prosthesis on the right breast and suffered breast implant deflation, post-operatively. As a result, the patient underwent unilateral breast implant removal and replacement on (B)(6) 2023. The replacement device was a 630cc mentor smooth round high profile saline (catalog: 3503630 lot: 9782360 sn: (B)(4)).

Manufacturer narrative:
On may 24, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On september 21, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample sm hps dv 630cc, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination was performed and no valve obstructions that could cause the leakage were observed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. According to the manufacturing investigation, the valve component of the complaint device is procured from a supplier. Additionally, with consideration of the evaluation performed by the supplier of the component, internal manufacturing records, and manufacturing process controls, the defect was not confirmed to be caused by a manufacturing error. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.